Event description:
During a posterior cervical case, two turret screw drivers were broken during placement of a turret screw. The screw was successfully removed and replaced with a standard polyaxial screw. A 20 mins surgical delay occurred.

Manufacturer narrative:
A review of the inspection records for the turret screw or drivers indicates that no discrepancies were noted which would have contributed to the reported event.